Manufacturer narrative:
Upon inspection, the technician found the emergency stop button needed to be replaced. And the control box was not charging the battery. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The technician replaced the emergency stop button and the control box to resolve the reported issue. The report of a control box not charging the battery would be unlikely to result in injury or death. A report of a emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
During servicing by baxter, technical service identified that the viking m had an issue, emergency stop intermittently not working. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.